Event description:
It was reported that the procedure was a percutaneous transluminal coronary angioplasty (ptca) to treat a 90% stenosed, heavily calcified and moderately tortuous vessel in the left circumflex (lcx) artery. The 2.75x23mm xience v stent delivery system (sds) was implanted, however, post deployment, a distal edge dissection occurred. An additional stent was used to treat the dissection and completed the procedure. There was no adverse patient sequela and there was no reported delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Na.